Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had been getting stuck on the tubing fill process and that condensation was visible inside of the insulin pump casing. No blood glucose reading was given. The customer declined helpline assistance.